Manufacturer narrative:
(B)(4). Additional information: (B)(4)= pan. The analysis found that the pce60a device was received in good visual condition and with two cartridge reloads present. Cartridge (b) ecr60d, l5469x was received unfired and in good visual conditions. Cartridge (c) ecr60b, l5458t was received fully fired and with the cartridge pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload. The reported event could not be confirmed as the cartridge was loaded and removed without any difficulties during testing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open lobectomy, the reported cartridge could not be loaded into the device at the second firing. Then, it was found that the cartridge pan of the first cartridge came off and it was left in the jaw when the cartridge was removed. Another device was used to complete the case. There were no adverse consequences to the patient.